Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced while running a fluid filled set at a rate of 125 ml/hr. The reported symptom was confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was out of specification (high readings) with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification causing the elevated readings. The downstream shim was calibrated ensure proper occlusion detection. (B)(4).

Event description:
It was reported that a spectrum pump experienced downstream occlusion alarms in the emergency room. It was also reported there was no patient involvement.